Event description:
A report was received stating that during a trial lead implant there were complications and the pt developed right side neurological problems. It was also reported that medical records confirm that after the procedure the pt has experienced ongoing problems with right side leg pain and that it appears there may be some nerve damage in the pt's right leg.

Manufacturer narrative:
Pt was explanted at the end of the trial period (date unk). Pt had the permanent precision system implanted in 2007, and is currently still implanted.